Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty sensor resistor unable to verify no delivery alarm due to prime anomaly. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, displacement test . Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 326 mg/dl at the time of the incident. The customer treated their blood glucose with a bolus and manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.